Event description:
On (B)(6) 2010, the patient had a pain in hip. It was found through x-ray that the nail was broken in the cross locking screw. The patient is under observation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.